Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a sheath introducer that was broken into three pieces. The sheath was broken along the score lines and one of the halves was broken into a third piece. The body appeared securely attached to each hub. Microscopic examination revealed that the torn body was stretched, narrowed and jagged indicating that it was pulled and torn apart. No pieces appeared to be missing. The other half appeared typical. A review of manufacturing records did not yield any relevant findings. Operational context likely caused or contributed to this event. No further action will be taken.

Event description:
It was reported that during product removal in radiology, the peel-away sheath broke. The sheath was removed in its entirety from the patient's brachial vein, and there was no need for a second one. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).